Event description:
A caller reported an alarm issue with the tandem mobi cartridge. Due to this issue, the customer's blood glucose level exceeded 500 mg/dl and was displayed as "high." To address this, the customer used multiple daily injections for correction. The customer reverted to manual injections for insulin therapy.